Event description:
The customer reported that the system displayed a saturation fault error message and locked-up. There is not report of pt injury.

Manufacturer narrative:
A ge rep evaluated the system and the reported issue could not be identified or duplicated. The system was operating as intended.